Event description:
It was reported that prior to a lap sigma procedure, the cartridge fell before use on patient twice out of the instrument, take new reload, same problem. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.